Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the patient side cart (psc) was running on battery. The clinical sales representative (csr) stated that they had tried power-cycling and moving outlets but the issue remained. The csr confirmed that the psc breaker and emergency power off (epo) were in the correct orientation. The technical support engineer (tse) had the csr perform a hard cycle on the psc but the customer opted to perform a hard cycle on the vision side cart (vsc) first and the issue remained. The tse then had the customer move to a third outlet and perform a hard cycle on the psc. The psc was still running on battery after the hard cycle. The tse had the customer verify that the outlets had power by plugging in a third party piece of equipment. The customer confirmed that the outlets had power. The customer was converting the procedure to laparoscopic due to the psc running on battery. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury/harm sustained by the patient nor were there any intra-/post-operative complications. It was indicated that the power supply issue had occurred in the past. The system had not been inspected prior to use. The issue occurred one hour into the procedure. On 17-jun-2022, isi received medwatch report mw5110233 related to this event, which stated the following, "the robot is equipped with a power supply module that regulates operation of two redundant power supplies. Due to a complete power supply system failure, a hard reset was performed by clinical staff. The restart did not reinstate the main power connection as it had in previous instances, instead it switched to battery operation as the only power source. The module failure and multiple errors caused both redundant power supplies to fail. All power supply system components were replaced on 5/24/2022, which included the power supply module, two redundant power supplies (main and backup), breaker switch, and power cord. FDA safety report ID# (B)(4). "

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site. The customer reported issue was confirmed. The patient side cart (psc) was found to intermittently switch to battery, generating error 417. The fse replaced the psc's system power manager (spm), both medical grade power supplies (mgps), circuit breaker, and power cord to correct the reported problem. The system was tested and verified as ready for use. The system power manager (spm) unit has been returned and evaluated by the failure analysis (fa) team. Fa was unable to confirm nor replicate the customer reported complaint. Visual inspection of the unit found that it was in good condition. The spm was connected to the in-house da vinci xi test system. The system was powered on, indicating no errors. The spm status showed that the voltage and current were normal. Ten power-cycles were run with no issues. The system was set to idle for 30 minutes. The spm unit was returned with two power supplies from the customer site, showing error 417. The failures were attributed to the power supply. Both power supply switcher units have been returned and evaluated by the failure analysis (fa) team. Fa was unable to replicate the customer reported complaint, but was able to confirm the issue via system logs. When reviewing the logs, there were error codes 417 which means one of the redundant power supplies is failing. The power supply was installed and tested on the pca test system. The system started without any errors. Then 10 power cycles was performed and the system worked normally without errors. System error logs were reviewed during the initial troubleshooting call and confirmed issues pointing to power supply issues. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the patient side cart (psc) running on battery after troubleshooting was unable to resolve the issue. The procedure was completed laparoscopically. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.